Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes have small white specks on their sides. The following information was provided by the initial reporter: we're currently going through our lab stock and have noticed that some of our bd vacutainer edta tubes have small white specks on their sides. The tubes were stored at room temperature and have not been opened. They have an expiry date of oct 2019, ref. No. (B)(4).

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes have small white specks on their sides. The following information was provided by the initial reporter: we're currently going through our lab stock and have noticed that some of our bd vacutainer edta tubes have small white specks on their sides. The tubes were stored at room temperature and have not been opened. They have an expiry date of oct 2019, ref. No. (B)(4).